Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opening the foley catheter, it was noted that the size of the catheter's diameter did not correspond with the size listed on the packaging lot#nghx0695, lot#nghn1859, lot#unk. Call from clinical nurse lead wanting clarification about 0165si16 catheter balloon inflation volume as the packaging says 5cc and the inflation arm of the catheter says 10ml lot#nghx0695, lot#nghn1859, lot#unk. Nurse in field had two catheter insertions and was unsure of volume to fill balloons and initially filled 1 with 5ml and after discussion with their internal team filled the next catheter with 10ml. Uncertain if the initial catheter has now been corrected to 10ml volume. Awaiting further communication and detail of situation. Per follow up information received via ibc on 27mar2025, it was reported that as mentioned they had 2 clients on the day using bard hydrogel & bactiguard silver alloy coating catheters. During the first client visit early in the day, the nurse instilled 5mls into the balloon as this was what they thought the manufacturer required on packaging. Later that day they saw client d who noted that the inflation cuff states 10mls in the balloon. They spoke with them, and they hunted around trying to discuss this with a representative for bard. They were unable to speak with anyone until they heard back from yourself later in the afternoon. They had already made the executive decision to go with 10mls in the balloon for client d. It was at this visit that the nurse noticed the discrepancy with catheter diameter size, despite both being labelled fr16. They had already inserted the larger catheter and thought it a snug fit. After speaking with them, they changed it out for the regular sized 16fr. Having discovered this discrepancy with client d, the nurse had to go back to client k, seen earlier, and arrange to reinflate the balloon with the correct amount of sterile water to ensure it didn't become dislodged. This created a huge inconvenience to the nurse and the client. They were thankful that they didn¿t have any dislodgement issues as the client had set off for work after our initial visit. There were some photos identifying the discrepancy between the packaging of 5cc/ml vs 10mls balloon inflation. The client had sent through photos of the two mismatched sized catheters, although it was very hard to see them. They think the ref numbers were: bardex 0165si16 with lot#nghx0695 ¿ this was the larger catheter. And bardex 2tg113 regular size ¿ apologies no lot number provided for this one both supposedly fr16. There were some photos identifying the discrepancy between the packaging of 5cc/ml vs 10mls balloon inflation. According to the customer email the discrepancy was noted on x2 catheter procedures that day. The issue was that the first patient had 5ml instilled in the balloon because of confusion with the packaging saying 5cc. The nurse noted on the next patient the balloon inflation arm said 10ml. Here the nurse realized the previous client balloon was inflated using insufficient volume. The nurse had to return to the initial patient to correct the inflation volume to ensure it didn¿t dislodge. Only x1 lot number has been provided for these issues as per the photo sent nghn1859. The nurse noticed the discrepancy with catheter diameter size, despite both being labelled fr16, photo of comparison attached. According to the customer email, the catheter that appeared larger than expected - lot number nghx0695. This catheter was then removed, and a new catheter was placed.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned six photo sample noted one opened (without original packaging), used latex foley. Visual inspection of the first-photo sample noted two foley catheter shaft side by side. The second, third, fourth, fifth and sixth photo shows the inflation valve cap with the product information. Per (B)(4), revision 35 which states "product must conform to packaging drawing", this does meet specification which indicates the size is correct "balloon 5cc, 16fr". No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opening the foley catheter, it was noted that the size of the catheter's diameter did not correspond with the size listed on the packaging lot#nghx0695, lot#nghn1859, lot#unk. Call from clinical nurse lead wanting clarification about 0165si16 catheter balloon inflation volume as the packaging says 5cc and the inflation arm of the catheter says 10ml lot#nghx0695, lot#nghn1859, lot#unk. Nurse in field had two catheter insertions and was unsure of volume to fill balloons and initially filled 1 with 5ml and after discussion with their internal team filled the next catheter with 10ml. Uncertain if the initial catheter has now been corrected to 10ml volume. Awaiting further communication and detail of situation. Per follow up information received via ibc on 27mar2025, it was reported that as mentioned they had 2 clients on the day using bard hydrogel & bactiguard silver alloy coating catheters. During the first client visit early in the day, the nurse instilled 5mls into the balloon as this was what they thought the manufacturer required on packaging. Later that day they saw client (B)(6) who noted that the inflation cuff states 10mls in the balloon. They spoke with them, and they hunted around trying to discuss this with a representative for bard. They were unable to speak with anyone until they heard back from yourself later in the afternoon. They had already made the executive decision to go with 10mls in the balloon for client (B)(6). It was at this visit that the nurse noticed the discrepancy with catheter diameter size, despite both being labelled fr16. They had already inserted the larger catheter and thought it a snug fit. After speaking with them, they changed it out for the regular sized 16fr. Having discovered this discrepancy with client (B)(6), the nurse had to go back to client (B)(6), seen earlier, and arrange to reinflate the balloon with the correct amount of sterile water to ensure it didn't become dislodged. This created a huge inconvenience to the nurse and the client. They were thankful that they didn¿t have any dislodgement issues as the client had set off for work after our initial visit. There were some photos identifying the discrepancy between the packaging of 5cc/ml vs 10mls balloon inflation. The client had sent through photos of the two mismatched sized catheters, although it was very hard to see them. They think the ref numbers were: bardex 0165si16 with lot#nghx0695 ¿ this was the larger catheter. And bardex 2tg113 regular size ¿ apologies no lot number provided for this one both supposedly fr16. There were some photos identifying the discrepancy between the packaging of 5cc/ml vs 10mls balloon inflation. According to the customer email the discrepancy was noted on x2 catheter procedures that day. The issue was that the first patient had 5ml instilled in the balloon because of confusion with the packaging saying 5cc. The nurse noted on the next patient the balloon inflation arm said 10ml. Here the nurse realized the previous client balloon was inflated using insufficient volume. The nurse had to return to the initial patient to correct the inflation volume to ensure it didn¿t dislodge. Only x1 lot number has been provided for these issues as per the photo sent nghn1859. The nurse noticed the discrepancy with catheter diameter size, despite both being labelled fr16, photo of comparison attached. According to the customer email, the catheter that appeared larger than expected - lot number nghx0695. This catheter was then removed, and a new catheter was placed.